Manufacturer narrative:
Correction b5 - specified source of over-sensing.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting post- paced t wave over-sensing resulting in non-sustained right ventricular over-sensing. No interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting unspecified ventricular over-sensing resulting in episodes of non-sustained right ventricular over-sensing. No interventions were reported. The patient was in stable condition.